Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was taken to the emergency room due to high blood glucose levels, nausea and vomiting. The customer was also suffering from influenza and a stomach virus. The customer had treated with injections, but had minimal effect. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. Later, the mother called requesting a replacement insulin pump per the doctor's orders. Advised that the insulin pump would be replaced. Nothing further was reported.